Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the medical device reprocessing staff identified that the head of ball hex screwdriver 8mm was stripped and no longer functional. There was no patient involvement. This report is for one (1) ball hex screwdriver 8mm. This is report 1 of 1 for (B)(4).